Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) with a right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and one (1) shock due to farfield and t-wave oversensing. Technical services (ts) reviewed the data and confirmed oversensing of atrial activity. Ts recommended doing a chest radiography (cxr) to confirm proper lead position and refer to cardiology for reprogramming options. This rv lead has been explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) with a right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and one (1) shock due to farfield and t-wave oversensing. Technical services (ts) reviewed the data and confirmed oversensing of atrial activity. Ts recommended doing a chest radiography (cxr) to confirm proper lead position and refer to cardiology for reprogramming options. This rv lead has been explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. Additional information confirmed that the root cause of oversensing was lead dislodgement, and at this time the corrective action was to explant and replace this rv lead. No additional adverse patient effects were reported. This lead has been returned for analysis. Additional information indicated this rv lead exhibited helix retraction difficulties.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) with a right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and one (1) shock due to farfield and t-wave oversensing. Technical services (ts) reviewed the data and confirmed oversensing of atrial activity. Ts recommended doing a chest radiography (cxr) to confirm proper lead position and refer to cardiology for reprogramming options. This rv lead has been explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. Additional information confirmed that the root cause of oversensing was lead dislodgement, and at this time the corrective action was to explant and replace this rv lead. No additional adverse patient effects were reported. This lead has been returned for analysis.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) with a right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and one (1) shock due to farfield and t-wave oversensing. Technical services (ts) reviewed the data and confirmed oversensing of atrial activity. Ts recommended doing a chest radiography (cxr) to confirm proper lead position and refer to cardiology for reprogramming options. This rv lead has been explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. Additional information confirmed that the root cause of oversensing was lead dislodgement, and at this time the corrective action was to explant and replace this rv lead. No additional adverse patient effects were reported. This lead has been returned for analysis. Additional information indicated this rv lead exhibited helix retraction difficulties.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this product was thoroughly inspected and analyzed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.